Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 6947 implantable high voltage lead, 2007 (B)(6). (B)(4).

Event description:
It was reported by remote transmission, there was under sensing on the atrial lead. The lead remains implanted however the device is programmed not to utilize this lead. No patient complications were reported as a result of this event